Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. The following information was provided by the initial reporter: hospital has reported the incident of visible damage to the catheter as soon as it was taken out of package and before contact with patient this incident occurred with the single lot # 2242840.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20g insyte autoguard device with the needle partially retracted. The catheter was bent at the nose of the catheter adapter. The catheter was likely conformed to a bend in the cannula. The needle tip did not extend from the catheter tip due to the partial retraction of the needle. The bend in the needle likely prevented the needle from fully retracting. The device had been removed from the unit package and the needle cover was not present. As the photograph demonstrated the reported damage, the complaint was confirmed; however, the root cause could not be determined. The observed damage may occur during manufacturing due to a machine misalignment or if the needle contacts the needle cover due to incorrect setup. 100% vision inspection is performed to mitigate the occurrence of this defect. The damage may also occur if the packaging is opened incorrectly, or the needle cover is manipulated in the user environment. Without the physical sample, the root cause could not be determined as there were no distinguishing features in the photo to identify the mechanism of damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was damaged. The following information was provided by the initial reporter: hospital has reported the incident of visible damage to the catheter as soon as it was taken out of package and before contact with patient this incident occurred with the single lot#2242840.